Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1cc of juvéderm® vollure¿ xc. Approximately 5 months later, patient is presenting with inflammatory reaction, lips were hard and swollen. Patient was treated with medrol dose pack with symptoms improved but re-occurred. Prednisolone was prescribed and reaction improved again, but after tapering, it got worse. Patient was treated with hylenex with no improvements. Patient is also taking amoxicillin for a different reason. Symptoms are on-going.